Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, a patient experienced a ¿brain air embolism". Subsequently, the patient passed away. The reporter stated the patient "expired of a brain air embolism". It was not reported if an autopsy was performed. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated by an onsite baxter local field service engineer who completed a full system checkout of the prismax machine serial with the completion of a simulated treatment and did not find any issues with the machine. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Based on additional information received, prismax machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.